Manufacturer narrative:
Examination of the device is not applicable as the valve is still implanted. Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (part # fx433t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, after a preventive check-up using magnetic resonance imaging (MRI), a pressure setting adjustment was believed as being needed due to a different pressure setting than required. The adjustment did not work. However, the patient was fine and has no symptoms, so a revision was not needed. No patient complications were reported as a result of the event.

Manufacturer narrative:
Examination of the device is not applicable as the valve is still implanted. The patient's health is not affected in any way. A medical device advisors could help and reviewed this case with the surgeon and the pressure setting could be changed.